Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had an image quality becomes apparent. The issue occurred at out of the box failure (e.g., upon receipt or unpacking). There were no reports of patient involvement.